Manufacturer narrative:
(B)(4). Per the field service representative (fsr) the batteries are charged whenever the base is powered on. The switch was in the 'connect' position. There was no alert message observed, even the battery backup was plugged into the control module. The alternating current (a/c) power connection was secured. No charge indicator light was illuminated, no flickering and no visible corrosion was noted. The fsr verified that the battery would not power on and was not charging. He observed that the fuse in the power entry module was blown. After replacing the fuse the battery unit still would not charge. The batteries were replaced. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the unit failed to switch over to battery mode. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the customers configuration for the heart lung machine (hlm) is that the centrifugal pump is plugged into the interruptible battery source on the 8k base. During the procedure, the system had a high pressure alarm that shut down the interruptible outlet, as the system was designed to do. The battery of the centrifugal module, per their configuration, is ran in the connect mode and it failed to go on battery. In the interim, the high pressure resolved itself and power from the interruptible battery source was restored instantaneously. Users configuration is to plug centrifugal into interruptible outlet rather than non-interruptible. The incident did not delay the surgical procedure, and the patient was weaned from cpb without issue. There was no blood loss, and no harm was observed.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) observed that both batteries have failed seals at the positive terminal. The batteries measured 6.6 and 6.0 volts direct current (vdc) upon receipt. Those were not typical readings of batteries of their type. 11.5 vdc or higher would be typical for discharged batteries of this type. The 6.0 volt reading is consistent with a battery that has internal degradation such as when not maintained properly. The pst also observed that the fuse was blown (open). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.